Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter would not power on after inserting a test strip. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after the cca reviewed the initial call recording. The patient alleged that the power issue started on (B)(6) 2022, at 5 pm. The patient stated that she tried to perform a blood test, but the subject meter was not working. The patient manages her diabetes with unspecified insulin (fixed dose ¿ 7 units) and claimed that she continued taking her usual dose in response to the alleged issue, without knowing her glucose level. After review of the initial call the cca noted that the patient also ate something at the time that she took her insulin. Immediately after the patient took the insulin she started feeling ¿dizzy, weak and sweaty¿. The patient denied receiving any medical treatment for the reported symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The cca documented that the correct test strips were being used for testing. The cca confirmed that the patient was able to turn the meter on manually when the power button was pressed. The cca noted that after the patient inserted the test strips the subject meter displayed the battery indicator. The cca concluded that the batteries need replacing and the patient indicated that she had never replaced the batteries before. A replacement meter was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.